Manufacturer narrative:
As reported, the balloon indicator of a 6f¿12f mynx control venous vascular closure device (vcd) was no longer visible during withdrawal. The device was removed and inspected, where a small hole in the balloon was found which had prevented it from staying inflated. Hemostasis was achieved successfully with another mynx device. There was no reported patient injury. The customer stated that they prepped the closure device per the instructions for use and tested the balloon outside the body and it appeared normal. The balloon was inflated after insertion. Once getting ready to pull the device back to the venotomy, the indicator was not popped out anymore. The mynx vascular closure device (vcd) was used during an electrophysiology (ep) procedure with a retrograde approach, and the deployer was mynx-certified. The device was placed in the femoral vein, which was verified to be at least 5 mm in diameter. The vcd was stored and prepared according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vessel. Before the closure device was pulled back to the venotomy, the physician noted that the balloon inflation indicator had returned into the device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2528203 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2528203 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon indicator of a 6f¿12f mynx control venous vascular closure device (vcd) was no longer visible during withdrawal. The device was removed and inspected, where a small hole in the balloon was found which had prevented it from staying inflated. Hemostasis was achieved successfully with another mynx device. There was no reported patient injury. The customer stated that they prepped the closure device per the instructions for use, and tested the balloon outside the body and it appeared normal. The balloon was inflated after insertion. Once getting ready to pull the device back to the venotomy, the indicator was not popped out anymore. The mynx vascular closure device (vcd) was used during an electrophysiology (ep) procedure with a retrograde approach, and the deployer was mynx-certified. The device was placed in the femoral vein, which was verified to be at least 5 mm in diameter. The vcd was stored and prepared according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vessel. Before the closure device was pulled back to the venotomy, the physician noted that the balloon inflation indicator had returned into the device. The device will not be returned for evaluation.